Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to a mechanical defect and recurring incontinence. A patient outcome of no complications was reported.

Manufacturer narrative:
The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump passed all functional tests. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required. Same system components: balloon, model- 72400024, lot sn- (B)(6), gtin- (B)(4); pump, model- 72404127, lot sn- (B)(6), gtin- (B)(4).

Manufacturer narrative:
Same system components: balloon: model- 72400024, lot sn- (B)(4), gtin- (B)(4). Pump model- 72404127, lot sn- (B)(4), gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a mechanical defect and recurring incontinence. A patient outcome of no complications was reported.